Event description:
The download data for a (B)(6) female pt revealed cap v fault and discharge profile fault flags. Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault, capacitor voltage fault) was confirmed. Upon eval, there was a poor solder joint on quad micropower op-amp component u901. The cause of the discharge profile faults and capacitor voltage faults is intermittent signals from component u901. The cause of the intermittent signal is the poor solder joint. The root cause of the poor solder joint cannot be positively identified but is likely assembly error. No adverse event resulted from the defective component. The pt received a replacement monitor.